Manufacturer narrative:
The device evaluation summary: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, screening test and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and foreign material inside of it. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue and noise failure reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The reddish material inside the pebax could be related to the force and noise issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. The ablator started reading high force. They tried to zero the catheter without resolution. The cable was replaced, the tx eco cable was reloaded and the issue remained. There was noise observed on the ablation signals on the recording system. The catheter was replaced and the issues resolved. Procedure continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-jul-2024, observed a separation between the pebax and the electrode section and foreign material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 30-jul-2024 and have assessed this returned condition as reportable.